Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. B3 - date of event: since the exact event date was unknown, it was updated as first day of the month of awareness.

Event description:
It was reported that the screen displayed an error code before patient use at patient¿s home. There was no patient involvement, and no patient harm.

Manufacturer narrative:
H3/h6: the suspected device was returned for evaluation. Review of the event history log (ehl) it confirmed that there was a record of occurred error code 41786. The device was visually inspected. A functional test was performed, and it could not confirm the customer reported issue. Possible cause is defective mainboard. The service history review had no indication that the complaint was related to a service of the device within the review period.